Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right brake on the motor is not holding, therefore the chair can still be pushed while the motor is engaged.